Event description:
It was reported that, during an implant procedure, impedance readings were >3600 ohms. High impedances didn't resolve after reinserting the leads. A different ins was used. High impedances continued after inserting the new ins, but x-ray did not reveal any problems, and the patient was receiving stimulation, so it was decided to complete the procedure.